Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2020, information was received from a consumer concerning patient with an implantable neurostimulator (ins). It was reported the there was an overdischarged battery. The patient stated he has not charged the ins in a while and cannot access his device. The patient was scheduled for an appointment on (B)(6) 2020. No patient symptoms were reported. No further complications were reported/anticipated. On (B)(6) 2020, additional information was received from the manufacturer representative (rep). It was reported it was unknown when the overdischarge was observed. It took 2 cycles before it converted to charging. The rep performed physician recharge mode (prm) x 2 on (B)(6) 2020. The patient was able to charge to 25% for me to clear the por. The rep was unable to reprogram because battery drained again. Patient continued to recharge daily over the last week. The rep met with him today and successfully reprogrammed today provide optimal settings for back and right leg pain. The cause of not charging was that patient had an accident and stopped using the stimulator and keeping it charged for a prolonged period of time. The issue was resolved. No further complications were reported/anticipated. On 2020-aug-05, additional information was received from the patient via a manufacturer representative (rep) reporting that the patient was camping and a tree fell on them on (B)(6) 2018. Since this event they had noticed a change in their coverage. The patient stated that multiple medical interventions occurred due to this event and they also recently had a hip replacement unrelated to their incident. The patient stated that they had since intermittently used their stimulator. The patient was scheduled to met for a trickle charge, connectivity check and impedance check. The issue was not resolved at the time of the report. On 2020-08-19, additional information was received from a manufacturer¿s representative (rep). The rep reported that upon meeting the patient, his device was not overdischarged. The rep interrogated the device and placed the charger on to see the device take a regular charge. A connectivity and impedance check came back with normal ranges. The rep reprogrammed the patient with greater coverage in pain control.